Manufacturer narrative:
Bec customer technical support (cts) had the customer perform a vacuum test, which failed. Service was dispatched for this event and on site on (B)(4) 2011. The field service engineer (fse) replaced vacuum pump, primed the system and verified repair per established procedure. Root cause for the event was vacuum pump. (B)(4).

Event description:
A customer reported to beckman coulter, inc. (Bec) that access 2 immunoassay system was leaking fluid from below the reagent carousel. The customer wiped the area per the spill/clean protocol. The liquid waste leaking from the instrument is considered to be potentially infectious. It is unknown if msds was reviewed but the facility has an exposure control and risk management plan in place. No harm or injury was reported by the user, and medical attention was not sought.